Event description:
Her meter is reading lower than usual. Upon troubleshooting, it was discovered the meter was set in mmol/l. The caller did not allege any adverse events since the customer had another meter to use for testing. The caller was able to reset the meter to mg/dl with assistance. The meter will be returned for evaluation, and the customer will trade to an ascensia elite xl meter.